Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up. A philips remote service engineer inspected the system remotely but could not reproduce the problem. The engineer decided to monitor the system for a week to ensure reliability. During the monitoring period, the issue did not occur, and the system continued to start up without any problems. The system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system did not start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.